Event description:
It was reported that during a training/demo of the da vinci system the 8mm, curved bipolar dissector cannot cauterize. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm, curved bipolar dissector instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. There is obvious damage to the conductor wire. One of the conductor wires was found broken inside the housing at the proximal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure.